Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 for one patient with a diagnosis of tachycardiac atrial fibrillation pulmonary vein isolation, exacerbation of chronic heart failure and irritable bowel syndrome. At the consult on (B)(6) 2025 the patient was taking medications eliquis, entresto, amiodarone, takecab, jardiance, spironolactone, carvedilol, and rabeprazole. The following results were provided (reference range, ft4 0.70 ng/dl -1.48 ng/dl): (B)(6) 2025, sid (B)(6), initial free t4 result > 5.00 ng/dl; repeat result= 1.00 ng/dl; (B)(6) 2025, new sample result= 1.17 ng/dl update, additional information was provided on 31mar2025. Repeat testing at another lab generated similar results for both samples. A non-specific binding absorption test using heterophilic antibody blocker reagent showed no change in the measured value for either of the two samples. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68901ud00. However, in house precision and accuracy testing was performed utilizing retained kits of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68901ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 for one patient with a diagnosis of tachycardiac atrial fibrillation pulmonary vein isolation, exacerbation of chronic heart failure and irritable bowel syndrome. At the consult on (B)(6) 2025 the patient was taking medications eliquis, entresto, amiodarone, takecab, jardiance, spironolactone, carvedilol, and rabeprazole. The following results were provided (reference range, ft4 0.70 ng/dl -1.48 ng/dl): on (B)(6) 2025, sid (B)(6), initial free t4 result > 5.00 ng/dl; repeat result= 1.00 ng/dl; (B)(6) 2025, new sample result= 1.17 ng/dl. Update, additional information was provided on 31mar2025. Repeat testing at another lab generated similar results for both samples. A non-specific binding absorption test using heterophilic antibody blocker reagent showed no change in the measured value for either of the two samples. There was no impact to patient management reported.